Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that target coil delivery wire was kinked/bent. In addition, the main coil was stretched and kinked as well. During functional testing, the main coil was advanced through the introducer sheath, but faced resistance. It was noted that the main coil was broken from the delivery wire. Based on the information available and analysis of the returned device, an assignable cause of human factors was assigned, as the issue was likely due to handling of the device or portion of the device during the clinical procedure, upon removal of the device from packaging, or preparation of the device prior to use.

Event description:
After analysis of the device, it was noted that the coil delivery wire was broken/fractured. There were no reported clinical consequences to the patient.